Event description:
The customer stated that she had performed a control test and received a result of 57 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer did not have the control solution with her at the time of the call, so further troubleshooting was not possible. The test strips are to be returned for eval. Replacement test strips were sent to the customer.